Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 28x3.00mm, eccentric and restenotic target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a non-bsc guide catheter and a pt2 ls guidewire crossed the lesion, pre-dilatation was performed with a 2.0x20 emerge balloon catheter leaving 80% residual stenosis. Following pre-dilatation, a 28 x 3.00 rebel stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.